Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The complaint states the primary surgery was conducted on (B)(6) 2010. Pain and swelling was occur this (B)(6). And then, the symptom got worse drastically, additionally there was a possibility of infection. Because of these symptoms the revision surgery was conducted on (B)(6). According to CT and MRI, there was a big block object on her hip and necrotic tissue was observed on acetabuli and stem proximal. Metal liner and metal head was replaced to poly liner and other head. The black residue was found on the taper of stem and head. A complaint database search did not identify any anomalies. The returned products were reviewed by bioengineering and a report was received which states with regard to the head a goldberg taper score of 4 was given, stripe wear was noted however no wear scar was noted. It should be noted that the product covered in film preventing detailed review or measurement. The MRI images were initially forwarded to bioengineering and a comment was received to forward to medical affairs. The MRI scans were forwarded and a response was received stating that no comment can be made on just two MRI films; the whole sequence is needed for the review to be meaningful. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, swelling and possible infection.